Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating there was a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility clinical manager (cm) reported to fresenius that a 2008t hemodialysis (hd) machine cut the bloodline tubing during a patient¿s treatment causing a blood leak. The cm indicated that the blood pump rotor sleeves on the guide pins were coming loose. Additional details were provided upon follow-up with the cm. The cm reported that there were less than five minutes remaining in the patient¿s hd treatment when the operator noticed blood leaking from the blood pump. The blood pump was immediately stopped, and the lines were clamped. The patient¿s blood was returned manually from the arterial side of the circuit only. There were no alarms from the machine. The patient¿s estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not require any further treatment. The machine was removed from service for evaluation, and it was determined that the blood pump rotor had cut the bloodline tubing. The cm confirmed the bloodline was inspected for damage prior to use, and it had none. The cm said the biomed ordered a new blood pump rotor which has not been delivered yet. Therefore, the machine remained out of service. The cm said the biomed was told that returning the defective part was not required due to a recall that was submitted for the part.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported to fresenius that a 2008t hemodialysis (hd) machine cut the bloodline tubing during a patient¿s treatment causing a blood leak. The cm indicated that the blood pump rotor sleeves on the guide pins were coming loose. Additional details were provided upon follow-up with the cm. The cm reported that there were less than five minutes remaining in the patient¿s hd treatment when the operator noticed blood leaking from the blood pump. The blood pump was immediately stopped, and the lines were clamped. The patient¿s blood was returned manually from the arterial side of the circuit only. There were no alarms from the machine. The patient¿s estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not require any further treatment. The machine was removed from service for evaluation, and it was determined that the blood pump rotor had cut the bloodline tubing. The cm confirmed the bloodline was inspected for damage prior to use, and it had none. The cm said the biomed ordered a new blood pump rotor which has not been delivered yet. Therefore, the machine remained out of service. The cm said the biomed was told that returning the defective part was not required due to a recall that was submitted for the part.